Manufacturer narrative:
The tech found the teeth of the caster were worn which prevent the caster from turning when locked. He replaced the caster to repair the bed.

Event description:
The right head brake caster will lock into brake but continues to swivel.